Event description:
It was reported a patient's left ventricular lead presented with failure to capture due to dislodgement, discovered via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture. As received, a partial lead was returned in two portions for analysis. The s-curve hump height was unable to be measured due to as received damaged lead. The reported event of failure to capture was not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.